Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the alimentary tract during a hemostasis procedure performed on (B)(6), 2021. During the procedure, the first and second band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6), 2021*** it was reported that the procedure performed was an esophagogastroduodenoscopy (egd). There was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Additional information: block b5 (describe event or problem), e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code) block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device, and visual evaluation noted that the ligator head and handle assembly were returned with the device. The trip wire was not secured in the handle assembly slot when received and the slack was not taken up correctly. The trip wire was also kinked. Additionally, the ligator head was returned with three bands attached and some of the bands were overlapping. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. Microscope examination was performed, and it was observed that the ligator head the teeth were damaged. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. The visual assessment identified that the trip wire was not secured in the handle assembly and slack was not removed correctly as mentioned in the instructions for use. Not securing the trip wire in the handle slot could have cause the wire to slip through the handle assembly during deployment leading to an improper deployment of bands and more tension on the device. Additionally, the ligator head teeth were found bent. This could be related to user manipulation and/or if the teeth were rubbed with a hard surface during the procedure. Also, the bend in the trip wire could have occurred during the device setup. Based on all gathered information, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the alimentary tract during a hemostasis procedure performed on (B)(6) 2021. During the procedure, the first and second band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.